Event description:
It was reported a patient had right hip replacement on (B)(6) 2013. Eight days later, patient's hip popped out, patient's wife reported due to pain, patient had a heart attack, EKG confirmed results. On (B)(6) 2013, patient was taken to hospital to have 3 stents put in. On (B)(6) 2013, hip popped out again. Patient went back to hospital and hip was put back in place. On (B)(6) 2014, doctor put 4th stent in patient. On (B)(6) patient was taken back to hospital because he could not breath, and had chest pain. Patient was given a nitro glisten patch every 12 hours. Cat scan showed no cloth but found fluid in body. On (B)(6) 2014, hip popped out for the third time. Patient was taken back to hospital where doctor put hip back together. On (B)(6) 2014, patient hip popped out for the fourth time. Patient was then put on morphine. On (B)(6) 2014, patient was fitted with newport brace and has to wait until(B)(6) 2014 to do revision of hip due to previous heart attack.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving a 28mm std lfit v40 head ((B)(4)) was reported. Conclusion: no allegation of failure was made against this stem component. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported a patient had right hip replacement on (B)(6) 2013. Eight days later, patient's hip popped out, patient's wife reported due to pain, patient had a heart attack, EKG confirmed results. On (B)(6) 2013, patient was taken to hospital to have 3 stents put in. On (B)(6) 2013 hip popped out again. Patient went back to hospital and hip was put back in place. On (B)(6) 2014, doctor put 4th stent in patient. On (B)(6) patient was taken back to hospital because he could not breath, and had chest pain. Patient was given a nitro glisten patch every 12 hours. Cat scan showed no cloth but found fluid in body. On (B)(6) 2014 hip popped out for the third time. Patient was taken back to hospital where doctor put hip back together. On (B)(6) 2014 patient hip popped out for the fourth time. Patient was then put on morphine. On (B)(6) 2014 patient was fitted with newport brace and has to wait until (B)(6) 2014 to do revision of hip due to previous heart attack.